Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr had been performed on (B)(6) 2016, patient experienced stem fracture. This adverse event was addressed by performing a revision surgery on (B)(6) 2023, during which, the whole system was exchanged. Patient's current health condition is unknown.

Manufacturer narrative:
The reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the stem. Therefore, no investigation is deemed for the other device. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as there isn¿t a junction in the stem and it¿s solid with a modular sleeve this is a stem fracture at the level of the sleeve. There is stress shielding around the greater trochanter but with the quality of the image we cannot conclude the root cause of the fracture and cannot confirm if loosening was present. Patient reported injury to her left hand. It was reported the patient fell on a moving train and had immediate right hip pain and inability to ambulate; therefore, the patients fall cannot be ruled out as a possible contributing factor to the periprosthetic fracture. The patient impact is determined to be the reported revision. Two-year follow-up note indicated patient was doing well and walking with a normal gait. Right hip hemiarthroplasty in place in appropriate alignment with a satisfactory cement mantle. The patients fall, retinacular cyst, osteoarthritis, flexor tendinitis, and/or trigger finger cannot be ruled out as a possible contributing factor to her left-hand pain and stiffness. It cannot be concluded that the retinacular cyst, osteoarthritis, flexor tendinitis, and trigger finger are related to the implant. The patient impact is determined to be treatment with cortisone injections, non-steroidal anti-inflammatory drugs and physical therapy. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection procedure, the final inspection includes the verification of part configuration per print, it should also verify that the part is free of damaged areas. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.